Event description:
It was reported by the affiliate that the (1) er320 from and fdc13 kit was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon wanted to clip a blood vessel and the clip shot away with high speed, without closing the vessel. There was no damage to the pt.